Event description:
The physician successfully deployed a 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting stent to the distal circumflex. Prior to the index procedure, stenosis was 90%. Approximately six weeks later, a head MRI showed bilateral carotid stenosis. One lateral was symptomatic cerebral infarction while the other was asymptomatic. The physician commented that the patient had a previous history of cerebral infarction. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (history of cerebral infarction), (stroke). Conclusions: (patient's condition predisposed event).

Manufacturer narrative:
Patient is a smoker, with a history of hyperlipidemia, prior pci, hypertension, prior stroke and prior pvd. Index procedure was prompted by silent myocardial ischemia. The investigator assessed that the previously reported stroke event is not related to the study device. Approximately 5 months post the index procedure the patient suffered a stroke. Medication and craniotomy were used as treatment. The outcome of this event is disorder. The investigator assessed that this event is not related to the study device. Pt age: dob - month and year valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.